Event description:
It was reported that the bd protector p50j had foreign matter. The following information was provided by the initial reporter: it was reported that confirmed during paclitaxel preparation. Foreign matter appears to be adhering to the filter of the protector balloon (vial side). There was no reported patient injury. Fasil protector: foreign matter is adhering to the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, embedded material was observed within the expansion chamber filter. Characterization testing was performed and confirmed that the material is consistent with substances used in the manufacture of the filter, which is supplied by an external vendor. A device history review was performed for reported lot 2507105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Three retained samples of the reported lot were used for additional evaluation. All product were inspected and no contamination or embedded material was observed on any of the devices or device components. Based on the investigation, the particle was determined to have originated from the supplier¿s manufacturing process. The supplier has been notified of this finding. Complaints received for this device and reported will continue to be monitored by our quality team for signs of emerging trends.